Event description:
It was reported that the user experienced recurrent low glucose events, including an episode where the device displayed ¿low¿ without a numerical reading, and the user-reported blood glucose was 45 mg/dl; troubleshooting and education were provided regarding treatment with oral glucose such as juice or glucose tablets. Symptoms included fatigue and nausea consistent with hypoglycemia. Outcomes included urgent low glucose notifications. Investigation included case triage and troubleshooting with user education. Investigation of this case revealed no device malfunction identified based on available information and no component-specific failure observed. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.